Event description:
Customer reported device = 584 & 414 mg/dl. Fifteen minutes later, lab = 300 mg/dl. Controls were in range. Treatment info was not provided. A request was made for return product and replacement product was sent.